Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: in event description indicates "suture splices direct behind the needle" could you please explain what was the issue with the suture? Please provide more information. After several punctures, the prolene thread split into individual filaments behind the needle, obstructing the tissue passage. When did the issue occurred ((removal from package /during passage through tissue/ during tying / post-op)? Please confirm. Splitting of the prolene suture occurred after multiple tissue passages. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2023-01062, 2210968-2023-01063, 2210968-2023-01064, 2210968-2023-01066.

Event description:
It was reported that a patient underwent an arterial vessel anastomosis procedure on (B)(6) 2023 and suture was used. The customer complained that the suture splices direct behind the needle. No patient harm nor significant delay reported. Procedure finished with the new device. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/30/2023, h6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received sixty-eight unopened samples that pertain to the product code eh7229h. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to fraying sutures or anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01062, 2210968-2023-01063, 2210968-2023-01064, 2210968-2023-01065, 2210968-2023-01066.